Event description:
Edwards received notification of a sapien m3 procedure in mitral position where intra-procedural pvl (paravalvular) leak occurred at the mc (medial commissure). Noted was a larger comm-comm of 45 mm with anterior access. A plug was placed at the mc. Procedure was completed, and pvl was reduced from mild/moderate to none/trace.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.